Manufacturer narrative:
Investigation summary: lot#: 7338274dhr was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. 14pcs retention samples were checked the leakage through clog test, there is no leakage detected, the water was flowed through the cannula tip which is meet requirement. No returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation. Investigation conclusion: however, we will keep monitor on similar issue from filed and trending regularly. Root cause description: based on the investigation above, the certain cause cannot be concluded at the moment. Rationale: the severity of leakage is moderate(s3), the occurrence of pen needle leakage complaint rate is <1 cpm(o1) since from 2017. The risk level is low, no need to open CAPA.

Event description:
It was reported that pen needle 32gx4mm 5b 28ct leaked during use. This occurred on 2 occasions. The following information was provided by the initial reporter: three days ago, the customer bought 2 boxes of 28 needles in (B)(6) drugstore (B)(6). During the injection two days ago, liquid leakage was found in the position of the needle holder at the bottom of the steel needle, and this problem occurred in both of the two replacements (the actual sample has been discarded, and there is no photo). Customer used novo ling pens . They were injected twice a day, respectively in the abdomen and thigh. The customer claimed that due to the quality problem of the product, the injection had been wasted, the treatment was delayed, and the rest of the product could not be used, so it was necessary to return and replace the product. We contacted the staff of the pharmacy, who said they needed to contact the manufacturer by themselves.